Event description:
Pt's freedom drive was alarming around 1630. Freedom driver was constantly alarming as well as the red light constantly lit. Prior to freedom driver exchange. Css checked on backup free driver which was set to 127 bpm, same as the pt's primary freedom driver. Css staff changed out freedom driver, per dr (B)(6) order, at bedside at 1636. Dr (B)(6) was in the room during the freedom driver exchange. Primary freedom driver sn: (B)(4), backup freedom driver sn: (B)(4). Faulty freedom driver sn: (B)(4). Freedom driver exchange was uneventful. Backup freedom driver was set to 127 bpm and issued to pt as his backup.